Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin therapy.